Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-08490. It was reported the pt was unable to make the device work. X-ray revealed that had migrated around the ipg and the other lead was pulled down from the original implant. The pt will have the leads replaced. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.